Event description:
It was reported that during a laparoscopic takedown of adhesions procedure, the surgeon placed the ace down through the trocar and activated the harmonic device; at the end of the procedure the surgeon removed the harmonic from the trocar and observed a burn on the patient. This burn was located at the trocar site close to the abdomen where the shaft was placed into the trocar. The burn degree is not known, there was yellowing of the tissue. The surgeon is unsure how this has happened at this time and not sure what device may have interacted with the outcome. The patient was released but will return the week of (B) (6) 2010 for a post op visit. Additional information from rn: surgeon advised that there is tissue damage in the umbilical area where the trocar placement. He applied topical antibiotic and instructed the patient to continue. The patient has an appointment about a month. When asked was degree of burn, rn stated more than 3rd - tissue damage.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.